Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Eleven (11) days post index procedure, the patient presented to the emergency department with a pericardial effusion. The effusion resolved and the patient fully recovered.